Manufacturer narrative:
A bci field service engineer replaced the stirrer motor with brushless type after priming and observing what appears to be erratic mixing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two erroneous creatinine (crem) results generated by unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. The customer stated the floor was immediately called with the corrected results. The customer is not aware of any change to patient treatment.